Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.

Event description:
It was reported that the patient underwent an ion lung biopsy and developed a pneumothorax requiring chest tube placement and hospitalization. The patient had a history of right middle lobectomy, and the target nodule was located in the right lower lobe adjacent to the pleura. The procedure was completed as planned without delay. A post-procedure chest x-ray identified the pneumothorax; a chest tube was placed and the patient was admitted. The pneumothorax resolved, and the patient was subsequently discharged home. The patient is currently in stable condition. According to the physician, the pneumothorax was not related to the ion system and likely could have occurred with another biopsy modality. The physician further noted that the patient¿s underlying comorbidities contributed to the event. No device issue or malfunction was identified.